Event description:
It was reported that the patient presented with complaints of unknown alarms on the controller. Upon investigation, the vad coordinator was able to reproduce the alarm by manipulating the white power lead. The event log recorded several atypical power cable disconnect events while connected to battery power on 07sep2022 and 08sep2022. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. All of these events also appeared to be associated with the white power lead of the system controller. The controller was exchanged on 08sep2022 and no further alarms were noted since replacing the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (07sep2022 ¿ 08sep2022, 16sep2022 per timestamp). Events captured on 16sep2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active from 07sep2022 at 19:19:23 ¿ 08sep2022 at 11:41:11. The alarms occurred on both power sources and cleared shortly after activating. The driveline was disconnected on 08sep2022 at 11:42:59 and the controller was shut off at 11:43:49. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was connected to a mock loop and power cable disconnect alarms were active on the white power cable. The power cables were replaced and the alarms resolved. The controller was then tested with test power cables and passed. The controller was able to operate a mock loop and function as intended with the test power cables. The damaged power cables were cut open and a broken wire was found in white power cable, along with incidental finding of fluid ingress. The root cause of the reported event was conclusively determined to be caused by a broken wire in the white power cable. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 21jun2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.